Event description:
Lower back pain, upper back pain, headaches (left side, duration: 2 hrs to all night), walking and spinal cord pain, left leg pain and left arm pain, kidney pain and left foot pain.